Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system the heparin cap of the intravenous indwelling needle continued to bleed. The nurse immediately replaced the heparin cap and continued blood collection and infusion. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it was found bleeding at prn, then changed the prn.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8325642. Our records show that this is the only instance of this occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was submitted for evaluation and testing. No abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. Unfortunately based on our testing results, the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system the heparin cap of the intravenous indwelling needle continued to bleed. The nurse immediately replaced the heparin cap and continued blood collection and infusion. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it was found bleeding at prn, then changed the prn.